Manufacturer narrative:
A review of the details of this drive unit confirmed that it was overdue for inspection for the upkeep of its maintenance. This is specified in the instructions that are supplied with the unit. This has now been arranged and a replacement drive unit has been shipped to the hospital whilst the existing one is serviced. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Manufacturer narrative:
Upon review of this complaint file it has been identified that the complaint is not a reportable event. An MDR was filed at the time of the complaint in good faith. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Jts non-invasive extendible distal femur replacement corrected to jts drive unit distal femur implant corrected to limb salvage system.

Event description:
It was reported by a member of the clinical engineering department at the hospital that the drive unit was not functioning as intended. This is a supplemental report to 3004105610-2014-00180 ((B)(4)).

Event description:
It was reported by a member of the clinical engineering department at the hospital that the drive unit was not functioning as intended.